Manufacturer narrative:
(B)(4). Date sent: 12/14/2023. Additional information was requested and the following was obtained: confirmed with sales rep via phone, the correct lot# of gst45w could not be provided so far. So according to nmpa report, please update the quantity of gst45w to "2".

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was obtained: death case. It was reported that during the surgery, after a fire (not 1st fire) on pulmonary vessels, noted oozing. Then, used another reload of same code and fired, noted massive bleeding on the middle of the staple line. Tried to stop bleeding by hemostat and manual sewing, but failed. The patient has dead. Was the procedure robotic, vats or open? -vats what were the diagnosis indications? -lung cancer which pulmonary vessel was the stapler fired on? -pulmonary artery what was the approx. Size of the vessel? -unknown please provide details on staple form? -unknown are any photos or videos of the vessel or device available? -no any clips or hard objects near the site of stapling? -lymph node what was the staple formation in the proximal and distal ends of the staple line? -good formed. What was the user and staffs experience with the device? -good experience. The user is always using jnj devices. Was the device reprocessed? -unknown was the device difficult to close? -no were any unusual noises heard during firing? -no was an autopsy completed? What is the cod? Is there an autopsy report available? -no is the surgeon interested in speaking with ethicon medical and engineering staff? -no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk surgery, after a fire (not 1st fire) on pulmonary vessels, noted massive bleeding on the middle of the staple line. Tried to stop bleeding by hemostat and manual sewing, but failed. The patient has dead.